Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple button alarms on multiple occasions. Reportedly, there's nothing pressing up against the button to have triggered the alarms. Customer had elevated blood glucose levels (250-450 mg/dl). Customer delivered an insulin shot to stabilize blood glucose levels.